Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had kidney stone attack and they did a CT and an ultrasound where they had to ¿unhook¿ the patient¿s device but they could not get it to work. The patient stated their implant initially worked, then seemed like it was not quite working since they had kidney stones, and they noticed they were going to the bathroom more. The patient noted they ended up in the ER two days before the report. Syncing with the programmer showed stimulation was on at 1.0 on program 3. The patient was redirected to their healthcare provider to resolve the symptoms. No further complications were reported.